Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer said it was her last sensor. Customer just changed her set around 9am on (B)(6) 2025. While watching tv at 1pm, blood glucose started to rise. High blood glucose resulted. High blood glucose was treated with manual injection, calling of the paramedics, and being taken to the emergency room. Customer said there was no sign of damage on the serter. Customer declined further troubleshooting. Per carelink, pump was used within 48 hours of the high and smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 475 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, emergency medical service/ambulance/emergency room visit. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a, mmt-7512g. Troubleshooting customer is reporting issues with sensor serter and also reported sensor did not penetrate causing for her not to be able to monitor her blood sugar. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a. No product return is required for mmt-7512g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.